Event description:
It was reported that the vns patient was picking at the neck incision site and subsequently caused extrusion of the lead. The patient underwent surgery on (B)(6) 2015 and the patient's lead was replaced prophylactically. During the procedure, the patient's generator was inadvertently hit by electrocautery and the device subsequently showed a vbat < eos threshold message. Battery status prior to surgery showed ok. The generator was also replaced during the procedure. The explanted devices were returned to the manufacturer for analysis. An end-of-service warning message was displayed by the pulse generator and found to be associated with the output being disabled. Burn marks were also observed on the pulse generator can, which indicated that the pulse generator may have been exposed to an electro-cautery tool. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. The data in the diagaccum consumed memory locations revealed that 4.621% of the battery had been consumed. Other than the pulse-disabled condition there were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the returned lead is currently underway and will be reported in manufacturer report # 1644487-2015-06498.